Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No intervention was done. The patient status was unknown.

Event description:
New information received notes that the device again exhibited post-paced t-wave oversensing. No intervention was done. The patient was stable.